Event description:
Kyphoplasty procedure bone cement injected into l1 compression fracture. Serious respiratory complications; life-threatening, prolonged hospitalization, permanent damage, disability, require new surgery to correct spine.